Manufacturer narrative:
Concomitants: serial #: (B)(4), category #: 02-010-01-0330 - logic femoral ps cem right sz 3; serial #: (B)(4), category #: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Legal case - (B)(6). Per information received by the legal department, the patient had an initial right knee replacement on (B)(6) 2015. Approximately 6 years and 9 months after first replace the patient had a revision on (B)(6) 2022. Severe poly wear along the medial and lateral surface with a broken portion of the ps post tip as well. Grossly loose femoral and tibial implants - removed easily with minimal bone loss. Massive distal femoral medial and lateral condyle bone loss - medial condyle was so damaged there was a fracture present that required two screw fixation. Revised to zimmer. Patient sent to pacu in stable condition. Serial #:(B)(4), category #: 02-012-44-3009 - logic tibia implant psc insert, sz 3, 9mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Recall: z-0021-2022. 510k: k110547. Concomitants: serial #: (B)(4), category #: 02-010-01-0330 - logic femoral ps cem right sz 3; serial #: (B)(4), category #: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.